Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 3, 2005 the lay reporter contacted lifescan (lfs) on behalf of the lay user alleging that her surestep enhanced meter had missing segmetns. The medical affairs specialist mailed a letter on october 4, 2005, since the reporter/user could not be reached. The reporter was unable to recall any results obtained on the lfs meter. The reporter was unable to to specify it the user experienced symptoms during the time of concern. The user was taken to the hospital, where she had her blood tested and kept for further observations. There was no indication that she received diabetes related treatment. Possible blood glucose results obtained at the hospital where not specified. No further information was provided. Based on the information available, ther was no indication that the user suffered a serious injury due to the product. However, this complaint is being reported as a malfunction due to the reported missing segments. The meter was replaced.